Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.arc c16000 analyzer ln:3l77-01 (B)(4).

Event description:
The customer states that a hemodialysis patient generated architect c16000 calcium assay results of 18.2 and 17.3 mg/dl, which were inconsistent with the patient's history. These results were not reported from the lab. The sample was retested and generated results of 10.3, 10.3, 10.2, 10.0 and 9.9 mg/dl. There is no impact to patient management reported.